Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after running out of insulin overnight, then performing a complete supply change with a contact/detach 23" 6 mm infusion set, with the ilet report indicating insulin delivery while sensor and bgm values remained high and a back-up correction of 10 units novolog was administered off pump per clinical guidance. Symptoms included feeling foggy. Outcomes included continued elevated glucose readings that resolved to normal range by the following morning without hospitalization or professional intervention beyond phone-based guidance. Investigation included review of device data and user troubleshooting and education. Investigation of this case revealed no device alarms, no prolonged alert behavior, and an unclear cause of hyperglycemia despite apparent insulin delivery and successful supply change.